Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is a foreign object inside the control unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image disappears when the angle arm is activated. It is presumed to be caused by damage to the imaging unit resulting from repeated physical stress. The most probable cause is traced to component failure. It is presumed to be caused by foreign object retention resulting from inadequate cleaning and sterilization processes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the screen blacked out during inspection for use involving an olympus colonovideoscope. There was no patient injury reported.